Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose and insulin pump had button error. Blood glucose level at the time of the incident was 34 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with food. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.